Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure after successful dft was performed, hv lead impedance and charge time were not displayed on a corresponding egm. It was noted that the loading of the episode was taking an extended amount of time and the connection was broken. Multiple capacitor maintenances and charge time readings were measured and were normal. The device remains implanted. The patient will continue to be monitored.